Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 issue was verified, but the occlusion issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that occlusion alarms occurred. Customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.